Event description:
Broken access port. Required re-operation to remove broken access port and to reimplant new access port. Attempted to adjust lap-band (r) (illegible) access port and leakage was identified on investigation and x-ray and subsequent surgery, broken access port was identified.